Event description:
It was reported that the home choice (hc) was giving unspecified alarms during use. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was completed with no issues noted. The reported problem was for unspecified alarms on an unspecified date, and was therefore confirmed as a check lines and bags alarm through a review of the event log. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) the device was returned to baxter and the evaluation is complete. A review of the event log did not note any issues related to the reported condition. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported problem could not be determined through a sample evaluation. A service history review and device history review will be completed. Should additional relevant information become available, a supplemental report will be submitted.